Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. The recipient reportedly hears well now. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire by the dummy pad. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused the impedance value on a channel to be out of range. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. An x-ray confirmed the electrode were not all in the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.